Event description:
Per the independent repair center, the customer alleged problem is the alarm will not function. The key failure is the manifold is stuck. Associated malfunctions for this device: power switch short circuited, inlet filter dirty, cabinet filter missing.